Manufacturer narrative:
It was reported via legal that a patient had an explant (revision) of a knee device, no other information was reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported by legal team, the 70 y/o male patient had a revision for an unknown reason. No additional information available.

Manufacturer narrative:
H11. Corrected information - after investigation by engineering, it has been determined that this case is a duplicate. All new and updated information will be appropriately processed and reported under MFR# 1038671-2021-00488.